Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip, missing end cap sticker. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. No motor error alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, error test, off no power test, occlusion test, prime test, and no delivery test due to prime alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown. The customer reported the drive support cap is sticking out. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was unable to complete pump rewind. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 145 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advice the pump will need to be replaced.